Event description:
The customer reported that an ECG high alarm that was correctly issued at the mp70 monitor (from an m3001a mms) was not annunciated correctly the central, with no audio on the central. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that an ECG high alarm that was correctly issued at the mp70 monitor (from an m3001a mms) was not annunciated correctly the central, with no audio on the central. No pt harm was reported. Even though there was adequate alarming at the bedside, while the central display provides visual indicators of alarms occurring, in the presence of life-threatening events when no sound is audible, serious injury and/or death can occur, so we will report this issue. The customer also mentioned that yellow alarms were all off, and that there was no alarm report for the room in question. Philips is in the process of obtaining additional info regarding this incident and the compliant is still under investigation. A final report will be submitted once the investigation is completed.